Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional xience alpine referenced is being filed under a separate medwatch report.

Event description:
It was reported that the index procedure took place on (B)(6) 2018 during which a 2.5 x 18 mm and a 2.5 x 15 mm xience alpine stent were implanted for treatment of an unspecified vessel. The patient was readmitted to the hospital on (B)(6) 2018 for other unspecified cardiovascular symptoms. Unspecified treatment was administered to the patient. Final patient outcome is reportedly unknown. No additional information was provided.